Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight and broken on anterior, posterior and radius. A visual and microscopic analysis was performed which identified; sharp separated broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. The device has been explanted.